Event description:
Revision surgery of the gmk tibial component due to pt's pain, 14 months after primary surgery ((B)(6) 2012). The surgeon that performed the revision surgery - different than the one who did the primary - said that the slope of the myknee cutting guide was not correct. Ref MFR 3005180920-2013-00118.